Event description:
Boston scientific received information that during the replacement procedure of this pacemaker, the physician was unable to loosen the setscrews. The physician opted to cut and capped the patient's implanted lead. No lead specific's have been provided. The device was able to be successfully removed from service. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, all seal plugs were intact. There was a severed lead inserted in the ventricular port but was not secure. The setscrews were in the up position. The lead was not secure and pulled out easily. The ventricular ring and ventricular tip setscrews were stuck. Both ventricle seal plugs were removed. Visual inspection confirmed that both ventricle setscrews were stuck up inside their retainer rings. Both retainer rings were bent upwards. A torque watch was used to measure the torque force needed to free the ventricle setscrews. 20 in-oz was noted to free both v-ring and v-tip. The damage to both ventricle setscrews was induced by the use of a torque force greater than what the setscrew/retainer ring was designed for. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.